Event description:
It is reported that the pt's knee exhibited cystic changes in both the tibia and femur, and the knee components were revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.